Manufacturer narrative:
Final product manufacture and qc record for cov3090013. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov3090013 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation". H6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
Invalid result. Customer claims she performed the test correctly and put the sample in the s well and sent a picture of 2 test cassettes with pink sample wells and no lines in the CT wells. The CT wells do look wet. I asked the customer a second time if she is sure if she put the sample in the s well because usually I only see pink s wells when sample is put in the CT well but she assured me she put it in the s well.

Event description:
Invalid result. Customer claims she performed the test correctly and put the sample in the s well and sent a picture of 2 test cassettes with pink sample wells and no lines in the CT wells. The CT wells do look wet. I asked the customer a second time if she is sure if she put the sample in the s well because usually I only see pink s wells when sample is put in the CT well but she assured me she put it in the s well.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.